Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was noted on the atrial lead which occurred immediately after a hv therapy was delivered. Electrical values were checked and found to be normal. The lead remained implanted.